Event description:
It was reported by the affiliate that the (1) device was used during a lung procedure. It was reported that they could not re-open the instrument. The case was completed with another instrument and there was no consequence to the pt.